Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the ok keypad button is intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the ok keypad button has been intermittently unresponsive for the past 2 months. She noted that the button is flat, but still clicks and springs back when pressed. The patient stated that the up arrow and down arrow keypad buttons respond appropriately. She noted that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her pocket or in a pouch around her waist.